Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow during infusion. The device had been filled with fluorouracil and normal saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation with approximately 90ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, there was no evidence of fluid coming out at the luer when the luer cap was removed. Microscopic inspection on the luer revealed air bubbles in the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the flow condition was determined to be the air bubbles. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.